Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly to testing. The keypad was removed and there was no damage or contamination on the button contacts. Unrelated to the initial complaint, the display screen was dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal. A crack along the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue. All buttons on the keypad are difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.